Event description:
It was reported by the clinician that they were performing an intraoperative cholangiogram (ioc) on a pt. When attempting to inject contrast through the catheter from lot mf7033716, visipaque (ndc) mixed 50/50 with injectable saline, the media would not pass through the catheter. A second catheter from lot mf7033716 was opened and the same scenario. The surgeon removed the syringe from the catheter and it flushed just fine, but not through the catheter. A third catheter from lot mf8051021 was opened, and they had no success. As a result, the surgeon did not complete the ioc.

Manufacturer narrative:
Follow-up will be filed if add'l info becomes available.